Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The name of the hospital was franklin square. The customer was at 311 mg/dl at the time of the call. The customer was given food and intravenous fluids to treat the low, and used the pump to treat the current high. The customer experienced symptoms such as a cold sweat, foaming at the mouth, jaw locked and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported pump battery failure and motor error alarms that led to hospitalization. Troubleshooting was performed and the alarms were resolved. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided about hospitalization with the initial report was incorrect. The correct information has been included with this report.

Event description:
Customer went to the emergency room due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify failed battery alarm due to motor error alarms. (B)(4).